Event description:
It was reported that during use of a clip in the right colon (with a colonoscope), the scope was slightly bent and the clip did not come out of the transparent sheet. After the procedure, the clip was opened in a straight position and it came out without any problem. The patient is okay.

Manufacturer narrative:
.